Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period (less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the (B)(6) clinical study and is an expected side effect to the zephyr valve treatment. All five valves (three 4.0 ebvs, one 4.0-lp ebv, one 5.5 ebv) were explanted within 24-48 hours post-procedure, but it is unknown which valves were explanted specifically at 24 hours and at 48 hours. On june 13, 2019, valves were explanted from the rml. 48 hours post-procedure, the remaining valves were explanted from the rul. (B)(4). As stated in the warnings section of the zephyr endobronchial valve system instructions for use, the zephyr valves should be used with caution and only after careful consideration in patients with prior lung transplant.

Event description:
The patient, a (B)(6) year old man with prior left lung transplantation (on (B)(6) 2016) with chronic rejection and hyperinflated right lung, underwent blvr on the right side (native lung). On (B)(6) 2019, five zephyr ebvs (three 4.0 ebvs, one 4.0-lp ebv, one 5.5 ebv) were placed in the right upper lobe (rul) and right middle lobe (rml) to treat native lung hyper expansion compressing the transplanted left lung. Patient experienced immediate pneumothorax after the procedure and was treated with 14 fr chest tube immediately. Patient transferred to intensive care unit required mechanical ventilation later in the day despite right lung partial re-expansion. Rml valves were removed the same day, and right lung achieved complete re-expansion. Patient had persistent air leak and rul valves were removed 48 hours post-procedure. Patient's native lung was damaged from chronic rejection and unable to maintain oxygenation/ventilation. Patient's family chose to pursue comfort care measures. Patient expired on (B)(6) 2019. The cause of death was acute on chronic respiratory failure secondary to graft (transplanted lung) failure.